Event description:
It was reported that the ilet user experienced high blood glucose due to the infusion set connector not being fully attached to the pump. This led to insulin delivery interruption until the connector was reattached and drops were confirmed. Symptoms included hyperglycemia with irritability and fatigue, and the highest reported blood glucose was 417 mg/dl. Outcomes included a delay to therapy until insulin delivery was restored, after which glucose decreased to 140 mg/dl. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to the connector not being properly attached. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.